Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-9625 driver broke off into the screw head when inserting the peripheral locking screw into the modular base plate. The surgeon was able to burr out the broken piece of metal so there was no remaining pieces of the driver left. Screw removal set would not work so the surgeon left the screw in place.

Manufacturer narrative:
Complaint confirmed, the tip of the drive feature is twisted and broken. The device material was found to meet drawing specifications. The relevant features could not be measured because of the damage and deformation. Likely causes of the event include continually applying torque; prying/leveraging the device and/or shallow driver engagement depth.